Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. It was stated that the pump gives two-tone alarm. Customer issue was duplicated. After switching on the pump there is a continuous alarm, (power interruption) and the error code 1660. Visual test was performed: the pump was opened, and it was discovered that the mainboard had fluid damage, and the motor was stuck. Main board and motor will be replaced. Resolution of the reported issue was confirmed by the technician and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repairs. Investigation of the service history of this device shows that this device has been in for service but is not related to the customer stated problem.

Event description:
The following information was provided by the initial reporter: it was reported that the pump gave a two-tone alarm. The device was operated by the patient, who was involved in the event. There was no patient harm/adverse event reported. The following information was provided by the investigation: after switching on the pump there is a continuous alarm, (power interruption) and the error code 1660.